Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated she went swimming and then tried to give a bolus and received the button error alarm. Blood glucose value was 246 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms noted. No moisture damage was found inside the pump. The pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window.